Manufacturer narrative:
The customer rebooted the unit which resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). The customer rebooted the unit which resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error resulting in loss of mechanical ventilation. There was no patient involvement.